Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric roux-en-y procedure the device clip did not close completely. It did not scissor. They used a second device to complete the case with no patient consequence reported.